Event description:
It was reported that this cardiac device underwent a post-implant evaluation, during which questions were raised regarding the right atrial automatic threshold (raat) test. Technical services (ts) reviewed the latitude consult system transmission and identified a functional loss of capture (loc) during the test. The representative concurred and plans to verify the right atrial threshold in person. The presenting electrograms (egms) indicate the device is operating as programmed. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac device underwent a post-implant evaluation, during which questions were raised regarding the right atrial automatic threshold (raat) test. Technical services (ts) reviewed the latitude consult system transmission and identified a functional loss of capture (loc) during the test. The representative concurred and plans to verify the right atrial threshold in person. The presenting electrograms (egms) indicate the device is operating as programmed. No adverse patient effects were reported. This device remains in service.